Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement procedure due to normal battery depletion, there was insulation damage noted on the right ventricular (rv) lead. The lead was repaired with medical adhesive and all electrical measurements were normal. The patient was stable with no consequences.